Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately one year post implantation due to implant breakage. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Concomitant medical products: (corrected data) ncb screw 5.0mm, item# 02031500xx, lot# unknown (8 pieces). Ncb 5.0 unicortical scr, item# 02031500xx, lot# unknown (2 pieces). Ncb®, locking cap, item# 02.03150.300, lot# 4501594920 (2 pieces). Ncb®, locking cap,, item# 02.03150.300, lot# 4501768627 (8 pieces). No trend considering the following event is identified: plate breakage. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: it was reported that a ncb periprosthetic femur plate was implanted on (B)(6) 2017 and was revised on (B)(6) 2018 due to a implant breakage. Review of received data: in total 3 x-ray pictures were received. In one x-ray dated (B)(6) 2014 only the bone fracture of the left side can be seen. It is unknown which procedure was done in 2014 for the left femur. In another x-ray dated (B)(6) 2018 it can be seen that a ncb periprosthetic distal femur plate was implanted with several screws and cerclage on the right side. According to vancouver classification the fracture can be classified as a type c fracture. The fracture is located well distal to the hip stem tip. In the last x-ray undated the ncb pp plate is broken into two parts. The surgical report of the implantation dated (B)(6) 2017 was received. Diagnosis: distal femur fracture on the right. It is also known that the patient had a femur fracture in 2014 on the left. Relevant medical history: osteoporosis and polyarthrosis. Surgery: a ncb pp plate is implanted with several ncb screws and locking caps. A good plate position is achieved. No complications mentioned. Devices analysis: visual examination: the broken plate, 8 ncb screw, 2 ncb unicortical screws and 10 locking caps were returned for investigation. The fracture of the plate is located through the middle bore hole of a diagonal three hole pattern. The visual examination of the fracture surfaces shows beach lines. These lines depict the fatigue character of the fracture. The fracture origin is located at the beginning of the thread on the non-bone-facing side. The plate shows also several scratches on the outer surface. The ncb screws show also some damages on the thread. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. The surgical technique for ncb periprosthetic femur plate system was reviewed. The periprosthetic femur fracture classification are described. It is mentioned that for a fracture type c, either the ncb periprosthetic proximal femur plate or the ncb curved femur shaft plate may be used. The surgical report also describes the following contraindications: lack of bone substance or poor bone quality which makes stable seating of the implant impossible. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible: no corrosion found during the investigation. Breakage of implant due to implant will be implanted against contraindication: possible, the patient has osteoporosis. Breakage of implant due to wrong interpretation of in situ device position and/or dimension: possible, the surgical technique for ncb periprosthetic femur plate system describes that for such fractures either the ncb periprosthetic proximal femur plate or the ncb curved femur shaft plate can be used. Breakage of the implant due to wrong interpretation of x-ray template for dimensions : possible, unknown if x-ray templates were used for the surgery. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible: the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate not possible : no spacers were used. Breakage of implant due to user perform improper handling of the plate during insertion not possible : no signs for improper handling of the plate. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible : the plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction : possible, no information received about limitation and post op restriction. Breakage of implant due to patient do not follow the postoperative protocol : possible, it is possible that the patient did not follow the given information. Conclusion summary: it was reported that a ncb periprosthetic femur plate was implanted on (B)(6) 2017 and was revised on (B)(6) 2018 due to a implant breakage. The plate was in vivo for 3.5 months. The review of the x-rays showed that the patient had bone fracture on the right. The fracture is located well distal to the hip stem tip. According to vancouver classification the fracture can be classified as a type c fracture. The surgical technique for ncb periprosthetic femur plate system describes that for such fractures either the ncb periprosthetic proximal femur plate or the ncb curved femur shaft plate can be used. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the ncb pp plate shows an indication for a fatigue fracture. In the surgical report of implantation it is mentioned that the patient has osteoporosis. According to surgical technique osteoporosis is a contraindication when implanting ncb pp plates. There are further factors which may have contributed to the breakage. It can be that the plate was over stressed during this 3.5 months in vivo time or a wrong patient behavior can also be cause for the plate breakage. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery due to implant breakage. X-rays also showed bone fracture.